Event description:
Home pt noted a leak from a hole in the pt line tubing of the homechoice cassette. Pt discontinued treatment and restarted with new supplies. No pt injury or medical intervention was required as per pt.